Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a burn-like rash that was raw and scabbing in areas. The patient indicated that she was on blood thinners and it caused her back to bleed. During a follow up, the patient reported that the irritation had caused the top of her mole to fall off. A subsequent follow up indicated that the patient's doctor had recommended neosporin for the affected area. A final follow up indicated that the irritation had not improved. The final medical outcome of the irritation is unknown.